Event description:
According to the literature, a retrospective study evaluated the recurrence rate of hiatal hernia in patients who underwent a laparo scopic fundoplication between 2012 and 2019. There were 307 patients included in the study, with 208 patients who underwent a toupet fundoplication and 97 patients who underwent a nissen fundoplication. For reinforcement in the nissen fundoplication group, a mesh was used in four patients and permacol was used in three patients. While for toupet fundoplication group, a mesh was used in one patient and permacol was used in one patient. Hernia recurrence occurred in one patient in each mesh group. Recurrence was diagnostically confirmed with a computed tomography and/or barium swallow. The causes of recurrences are reported to be multi-factorial and are associated with the type of cruroplasty performed, preexisting medical conditions and the size of the hiatal hernia.

Manufacturer narrative:
D10 concomitant products: unk-permacol, unknown permacol product (lot#unknown) unk-permacol, unknown permacol product (lot#unknown) unknown parietex, unknown parietex product (lot#unknown) reference: berdel akmaz, 2023 surgical endoscopy (2023). Hiatal hernia recurrences after laparoscopic surgery: exploring the optimal technique. Springer science+business media, llc, part of springer nature 2023, https://doi.org/10.1007/s00464-023-09907-w, pp.4431¿4442. If information is provided in the future, a supplemental report will be issued.